Manufacturer narrative:
The product was not returned. A photo was provided. The surgery suite is shown with equipment. The lens was displayed on a monitor screen. The lens was inside the eye. One side of the optic appears to be cracked and possibly torn. No further determinations can be made from the photo. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. Based on our observation of the attached photo, the was cracked and possibly torn. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. Information was provided of an unspecified viscoelastic. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: during device preparation and implantation of the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and it states that the patient underwent cataract surgery on the right eye. After placement of an implant in the already fissured bag at the exit of the injector approximately 1 mm at the extreme periphery of optics and decided to leave it in place because the crack was outside the optical axis.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during surgery the surgeon noticed that the lens was peripherally cracked and the implant left in the patient eye. Additional information has been requested.